Manufacturer narrative:
(B)(4).

Event description:
Patient's caregiver contacted dexcom on (B)(6) 2016 to report a hardware error code displayed on receiver on (B)(6) 2016. The patient's caregiver did not report injury or medical intervention. No additional patient or event information is available.